Event description:
Imprecise cancer antigen ca 27.29 (br) results were obtained on two (2) patient samples on an advia centaur xp instrument. The results were not reported to the physician(s). After a siemens customer service engineer (cse) resolved the issue, the customer repeated the samples on the same instrument. The results obtained after the service interventions were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the imprecise br results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00279 on 08-aug-2019. Additional information (22-aug-2019): the customer reported that the patient samples were repeated after a siemens customer service engineer (cse) performed service interventions on the instrument. The results obtained after the service interventions were reported, as the correct results, to the physician(s). Sections b5 and b6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center. Prior to obtaining the imprecise results on these patient samples, siemens specialists were dispatched to the customer's site to troubleshoot quality controls (qcs) and calibration issues with the cancer antigen ca 27.29 (br) assay. Upon obtaining the imprecise br results on these patient samples, precision tests were run using qcs on the advia centaur xp instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran background tests, and the background tests portrayed that the water was contaminated. The cse decontaminated the instrument and placed the instrument on bottled water. In a subsequent visit, the cse replaced the direct plumbing kit and ran background tests; the tests recovered acceptably. Furthermore, the cse ran calibration, precision tests and qcs; the calibration, precision tests and qcs recovered acceptably. The customer reported that qcs recovered acceptably after service was performed on the instrument. Siemens determined that water contamination potentially contributed to the imprecise br results; the cause of the contamination is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Imprecise cancer antigen ca 27.29 (br) results were obtained on two (2) patient samples on an advia centaur xp instrument. The results were not reported to the physician(s). The customer did not provide the correct results for these patients. There are no known reports of patient intervention or adverse health consequences due to the imprecise br results.